Manufacturer narrative:
Evaluation summary. The hospital contact reports: ¿as the most likely potential causes the following was mentioned: due to delivery: stop povidone 5% by external pharmacy, 10% povidone was manually diluted to 5% since this summer. Difficult to clean reusable irrigation / aspiration cannulas. Initiated actions: use undiluted povidone 10% for disinfection eyelids and eye. Investigation is with a different supplier, for 5% povidone. Switch to disposable irrigation / aspiration cannulas and reported to supplier. After patient 3, 4 and 5, in the week of (B)(6), an analysis was performed through ophthalmology, the operating theatre and infection prevention. As the most likely potential causes the following was due to delivery stop povidone 5% by external pharmacy, 10% povidone was manually diluted to 5% since this summer. Additionally, there was difficulty cleaning reusable irrigation / aspiration cannulas." The phaco handpiece directions for use (dfu) recommend the phaco handpiece be flushed with 120cc of sterile deionized water through both irrigation and aspiration paths. Using the same syringe both ports are to be flushed with 60cc of air. The dfu does not recommend using hospital´s cleaning technique. It is the recommendation that the dfus are provided to the customer and are followed accordingly. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the (B)(4) of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The alcon consoles are closed systems. The consoles are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. The dfu does not recommend the current sterile techniques being used by this facility. It is the recommendation that the dfus are provided to the customer and are followed accordingly. There is no evidence that the design or performance of the handpiece caused or contributed to this reported event of endophthalmitis. No reusable I/a cannula (unspecified product) was received for evaluation. No lot number was provided; therefore, a lot history review could not be conducted. Root cause: the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported endophthalmitis after surgery with intraocular lens implant in five patients. After the first three ones ((B)(6) surgeries), the facility staff performed an analysis through their installations and operating theatre. In the staff's opinion there could be two potential causes: in house povidone dilution and difficulties to clean he reusable irrigation / aspiration cannulas. After the last two surgeries ((B)(6)), additional actions were taken by the facility staff: air side measurements of the operating room, in which the integrity of the hepa filters were confirmed, breeding strains were requested but not available at the time of this report, and standard perioperative antibiotics are being administrated intracamerally. Even though the facility staff do not know the cause of the endophthalmitis cases. The facility staff is currently using povidone 10% instead of diluting it and has switched to disposable irrigation/aspiration cannulas. This is one of five reports being filed for this event. This report is for the patient who underwent surgery on (B)(6) 2015.